Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that the balloon was torn longitudinally and no other defects were noted, confirming the event description that the balloon burst. This failure can occur when procedural factors encountered during the procedure limit the performance of the balloon (e.g. Sharp exterior sources). The root cause of this complaint will be classified as operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during the dilation of the lower gastrointestinal tract on (B)(6), 2011. According to the complaint, during the procedure the balloon burst when it reached a pressure of 5 atm. No pieces of the device detached and the procedure was completed with another cre balloon. There were no patient complications and the patient's condition has been described as "good."